Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information becomes available, a follow up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240/2367 (air in set) occurred during dwell 2 of 3 with the home choice (hc); the home patient (hp) was still connected via the cassette. The supply bag was empty with solution in the heater bag only; no bag had come undone. The tsr explained the alarm and helped the hp clear the alarm by turning the hc off/on resulting in a system error 2367 alarm. The hp would complete therapy with a manual bag. There was patient involvement, however, no patient injury or medical intervention was reported.